Event description:
This pt developed tricuspid valve endocarditis with infected transvenous pacing system and coronary artery disease. There is no evidence that the device has been replaced yet. If add'l info becomes available, this event will be updated.